Manufacturer narrative:
Investigation: master production records were not reviewed as lot number was not provided. Neither photo or sample was provided. The failure mode could not be observed and root cause is undetermined.

Event description:
It has been reported that one pegasus gn 18ga x 1.16in prn-cap y has been found with a broken safety mechanism during use. The following has been provided by the initial reporter: it's noticed that safety shield activation failure during needle disengagement.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one pegasus gn 18ga x 1.16in prn-cap y has been found with a broken safety mechanism during use. The following has been provided by the initial reporter: it's noticed that safety shield activation failure during needle disengagement.